Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-16368. Related manufacturer reference number: 2017865-2019-16369. A patient death of an unknown cause was reported without clear information as to whether the death was device-related.

Manufacturer narrative:
Analysis was normal. No anomalies were found.